Event description:
It was reported that, the subject is enrolled in the (B)(6). The previous implant form received indicated that stryker system was removed due to infection and a spacer was implanted. The second stage of the revision will occur on (B)(6) 2012 and a triathlon ts system will be implanted. X-rays and operative notes were requested.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.